Event description:
The following has been reported: nurse reported: "port on top of the cassette was missing cap and leaked medication. Replaced the tubing ". Patient harm: no infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0021-25. During the inspection the male luer lock cap was detected missing at the secondary port of the administration set. No traces of glue were observed around of the secondary port. The customer complaint is confirmed. The most probable root cause of the reported incident is associated with a manufacturing assembly error related to the lack of uv glue application during the bonding process. The operator did not perform the joining operation correctly, which resulted in the secondary port component not being properly attached and becoming missing from the assembly. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e12237 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.